Event description:
The consumer alleges the chair tipped backwards twice, resulting in a minor concussion.

Manufacturer narrative:
The consumer alleges they tipped their chair backwards twice and received a minor concussion. No medical records have been provided. The chair is two years old and no history to suggest a product problem. Device is standard with anti tippers and the manufacturer travel builder confirms chair was chipped with anti tippers. As a courtesy a replacement pair of anti tippers has been sent to consumer.